Event description:
It was reported that during testing conducted at the MFR facility, the drill was running without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the MFR facility, there was no pt involvement and no delay to surgical procedure.

Manufacturer narrative:
Since the device was a loaner unit, it will not be returned to the user facility.